Manufacturer narrative:
Product complaint # (B)(4). Batch number # n54j00. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the site of the post op bleeding identified? Was it at the same area of difficulty with device occurred? Why does the surgeon believe the bleeding is related to device? What is the current patient status? Additional information requested and received: is the current patient status known? The patient has been discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). On (B)(6) the patient was reintervened due to bleeding that he had, some hemostatics were placed and he was sent to the ICU. The doctor did not say that it was something of the echelon.

Event description:
It was reported that during a colon resection for possible cancer, the surgeon states that he did 3 shots of reloads between white and blue, when shooting number 4 it did not work (the stapler did not shoot), so he had to choose to deactivate the device to open the jaw. An additional echelon was requested to complete surgery on the patient. The use of it, was performed by surgeon and instrumentalists correctly. A second echelon was opened to finish the surgery.